Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation. The device will not be returned to for evaluation.

Event description:
It was reported that the tubing on the device detached from the y connector. This occurred while the tubing was being milked due to the blood was not flowing. An unknown amount of blood was discarded. There are no reports of pre-donated or bagged blood being administered.

Event description:
It was reported that the tubing on the device detached from the y connector. This occurred while the tubing was being milked due to the blood was not flowing. An unknown amount of blood was discarded. There are no reports of pre-donated or bagged blood being administered.

Manufacturer narrative:
The unit was not available to the manufacturer for evaluation since it was discarded at the account. Therefore, the condition could not be confirmed. Device not returned.